Event description:
Patient underwent a tavr (transcatheter aortic valve replacement). At the end of the case, the manta device failed (device failed to deploy) contributing to significant bleeding. Vasopressors, multiple blood transfusions, IV fluids, stenting of the common femoral artery, and upgrade to ICU level of care were required. The patient has since stabilized and been discharged.